Event description:
The hcp reported a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The patient had an MRI the morning of the day of the report and the hcp saw a stall in the logs at 8:00 am. The patient was out of the MRI at 8:45am. The critical alarm interval was set to every 10 minutes but no one heard the pump alarm. The pump was interrogated again and no recovery was noted. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).